Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient hyperglycemia event on (B)(6) 2026 due to bent cannula. The blood glucose level was high and the patient was treated with via pump. The insertion site was abdomen. The infusion set was in use for few hours. Patient lacked adequate subcutaneous tissue at the insertion site. No further information available.